Event description:
The customer reported the lcd backlight will not illuminate, this could impact the delivery of therapy of treatment of a patient. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.